Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet system with a g6 cgm, leading to discontinuation of therapy, a factory reset with retraining on adaptation rules, and a temporary increase of the glucose target; the user also reported persistent cgm connectivity issues and engaged the cgm manufacturer for troubleshooting and replacements. Symptoms included low blood glucose with perceived hypoglycemic sensations near 100 mg/dl and multiple documented hypoglycemia events after the reset. Outcomes included user-initiated discontinuation of ilet therapy and planned transition to an alternate automated insulin delivery system if lows did not improve, with no reports of alarms, hospitalization, or injury. Investigation included user follow-up attempts and provision of troubleshooting and education focused on adaptation rules and connectivity practices. Investigation of this case revealed no ilet alarms or specific device malfunctions identified and an unclear cause of hypoglycemia in the context of cgm connectivity concerns and user fear of lows influencing management decisions. It was concluded, based on previously established findings for similar reports, that the cause was unclear.